Event description:
It was reported that during a lap cholecystectomy, the clips fell out of the jaws. Procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Over twisted jaws, premature lockout. Evaluation summary: the analysis results for the instrument found that it was returned prematurely locked out and with the jaws over twisted. The lockout was broken to test the loading of the clips; it fed and formed one conforming clip and then stopped feeding. However, it is known from the history of the instrument that the jaw condition does not allow the instrument to properly feed the clips into the jaws. Corrective actions have been initiated to address the root cause of the findings. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The final quality release criteria was met before this batch was released for distribution.